Manufacturer narrative:
The type of report was erroneously left blank in the first follow-up report, submitted november 3, 2017. The type of report should have been indicated as "additional information."

Manufacturer narrative:
PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The device was returned to livanova (B)(4) for technical service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Not yet returned to manufacturer.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message during procedure. The device was restarted but the error message was not resolved by the operator. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The unit was returned to livanova (B)(4) for investigation and repair. During evaluation, the reported issue was reproduced on the cold cardioplegia circuit, but not on the patient circuit. The service engineer confirmed the temperature difference of the temperature sensors in the cold cardioplegia circuit. The issue was addressed by re-calibrating the temperature sensor. Subsequent tests were completed without further issues.